Manufacturer narrative:
Other relevant device(s) are: product ID: 9733808, version: 1.1.5. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system would shut down unexpectedly during digital intercommunication of medicine query/response (dicom q/r). It was noted this instance occurred on (B)(6) 2020 and this issue had not previously been reported to medtronic. It was noted that after this occurrence, when the system came back on, all the previous patients were deleted from the ear, nose & throat (ent) application. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes associated with the software: fdr, fdc codes. If information is provided in the future, a supplemental report will be issued.